Event description:
It was reported that a clearlink system non-dehp extension set was damaged; further described as total parenteral nutrition (tpn) "filter on tubing spontaneously fractured along plastic seam¿. The issue occurred during patient infusion. The patient heard a cracking noise that sounded like "opening a bottle of soda". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.